Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with stripped battery cap coin slot(p). Pump received with cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.